Event description:
The product was used durng a low anterior resection procedure. Reportedly, the staples did not form properly and the instrument was difficult to open. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not available for eval.